Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure the liner would not seat in the cup after multiple attempts. This resulted in a delay greater than thirty minutes. A new liner was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.